Event description:
It was reported that after the patient's system was explanted following a ipg replacement on (B)(6) 2024. The patient reported losing some feeling in their legs and has regained that feeling following the explant.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.